Event description:
Pt presented with a tight bend in the aortic neck, had implant of a bifurcated device at med ctr. During deployment, the proximal end of the bifurcated device was deployed above the bend. A palmaz stent was used in an attempt to straighten out the bend. The physician was unable to get good seal at the aortic neck. At the end of the procedure, a proximal type I endoleak was left to monitor. The endoleak persisted over the months, and in 2008, the pt was admitted to convert to open repair and explant the device. The pt tolerated the procedure and is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Operational context contributed to event. Device was inadvertently discarded by hosp.